Event description:
Balloon ruptured on the first inflation at four atmospheres during an arteriovenous hemodialysis fistula graft dilatation of the venous anastomosis. Following balloon rupture, it was noted the balloon material detached from the catheter shaft and remained in the pt. Percutaneous removal utilizing a snare was uneventful. Pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon material was detached from the catheter shaft. The distal balloon bond was missing from the catheter shaft. A small fragment of balloon material remained on the proximal bond. The entire balloon was returned. The balloon material was wrinkled. A kink was noted at the strain relief. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was indicated this lesion was infused with urokinase prior to balloon inflation. Co believes the nature of the lesion may have been a contributing factor to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."